Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the (B)(6) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the therapy pads described as a heat rash. The patient was given a prescription from his physician for a cream and it is helping him take care of the skin irritation.